Event description:
It was reported at the stroke annual meeting that the physician successfully performed a balloon (subject device) angioplasty of the target completely occluded left internal carotid and vertebral arteries. Angioplasty with a non-stryker balloon was performed as well and a non-stryker stent was placed across the lesion. Immediately post procedure a hematoma at the left temporal lobe occurred. Five days later, the patient suffered a hemorrhage at the left basal nucleus. No further information was provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and hematoma are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported at the stroke annual meeting that the physician successfully performed a balloon (subject device) angioplasty of the target completely occluded left internal carotid and vertebral arteries. Angioplasty with a non-stryker balloon was performed as well and a non-stryker stent was placed across the lesion. Immediately post procedure a hematoma at the left temporal lobe occurred. Five days later, the patient suffered a hemorrhage at the left basal nucleus. No further information was provided.